Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the calcified and moderately tortuous right common iliac artery. This 5.0 x 40, 135 wanda balloon catheter was selected to dilate the target lesion and upon the 1st inflation the balloon ruptured at 8atms. The procedure was continued with another manufacturer's 5 x 40mm balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method code, result code, conclusion code: updated. Device evaluated by manufacturer: the complaint device as returned for analysis and initial examination of the device noted that the balloon material was fully deflated. A visual and tactile examination of the shaft of the device noted no anomalies. An attempt to inflate the balloon to its rated burst pressure failed due to a pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the calcified and moderately tortuous right common iliac artery. This 5.0 x 40, 135 wanda balloon catheter was selected to dilate the target lesion and upon the 1st inflation the balloon ruptured at 8atms. The procedure was continued with another manufacturer's 5 x 40mm balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).